Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one screw has dissolved form the plate, there were no other damages visible. The exact cause of this occurrence cannot be defined. We can only assume that bending and/or rotational forces were applied onto the implant holder during the insertion, which can lead to a separation. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the right sided cervical approach with intention of inserting zero-p va 6mm peek implant. When inserting the second/medial/left side screw broke off the cage. Surgeon ended up putting in a competitors system. This is report 1 of 1 for (B)(4).